Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tubelip, cracked battery tube threads, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment connections. The customer's blood glucose reading was unknown 117 mg/dl at the time of incident. No further details provided.